Event description:
It was reported that the morning post implant the non- pacemaker dependent patient awoke with an uncomfortable sensation in his chest. He presented to the emergency room. Interrogation of the pulse generator showed failure to sense and pace on both atrial and ventricular leads. An x-ray revealed that the lead had dislodged and migrated. Successful lead revision under flouroscopic guidance with no complication was indicated.

Manufacturer narrative:
.

Manufacturer narrative:
Na